Event description:
Fired straight shots into the pt.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a small piece of wire in the tip. This comes about when the user forms more than the maximum, recommended number of constructs, as specified in the instructions for use for this product.